Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was a hose clamps causing leaks. Additional malfunction for this device was the power switch was not alarming.